Event description:
Fractionated catheter traveled into the right atria and had to be removed under fluoroscopy. This catheter was placed at another hosp on 8/11/93. Hosp was notified of this event by the MFR. They were contacted by the pt.